Manufacturer narrative:
(B)(4).

Event description:
Reported as "trigger loss despite having good signals". The report further states, "[user] called to report that they have a pump that failed to trigger with good signals. She said that it was reported to her that the pump had some issues with triggering during the nightshift, but then seemed to resolve. Then it started to have trigger issues again this morning. She said that they changed the ECG lead and cables. They also repositioned the ECG leads with no change. She reported that the pump would not switch to the ap trigger while in autopilot, despite having a good ap signal. They did not try switching to operator. They then exchanged the pump for a second ac3. The second pump is running as expected". No patient harm or injury. The patient status is reported as "fine".

Event description:
Reported as "trigger loss despite having good signals". The report further states, "[user] called to report that they have a pump that failed to trigger with good signals. She said that it was reported to her that the pump had had some issues with triggering during the nightshift, but then seemed to resolve. Then it started to have trigger issues again this morning. She said that they changed the ECG lead and cables. They also repositioned the ECG leads with no change. She reported that the pump would not switch to the ap trigger while in autopilot, despite having a good ap signal. They did not try switching to operator. They then exchanged the pump for a second ac3. The second pump is running as expected". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "trigger loss" is not able to be confirmed. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.